Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose level displayed as "high"; a specific value was not provided. Reportedly, the customer was using fiasp insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide the customer was treated intravenously with fluids of saline and insulin in the hospital. The customer was released on with no permanent damage on (B)(6) 2025.

Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.